Manufacturer narrative:
Initial reporter address: (B)(6). An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and a transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during manual drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was found that there was a loose connection between the patient line and the transfer set. Renal therapy service (rts) assisted the hp to clear the alarm and to disconnect using aseptic technique. Rts advised hp to follow up with their peritoneal dialysis registered nurse. Proper procedures per user manual were discussed. There was no patient injury or medical intervention associated with this event. No additional information is available.